Event description:
The pt was not getting relief from therapy. There was a possible catheter kink/occlusion. The pump and catheter were replaced. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement. The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.